Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive, preventing the user from announcing a meal; the device was replaced and the user was instructed on shutdown and data return, with guidance to continue cgm use via the dexcom app or receiver. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected. Outcomes included temporary interruption of normal device interaction without medical intervention or hospitalization. Investigation included review of user report, logistical verification of replacement and return, and standard device handling procedures and inspection of the returned device. Investigation of this device revealed a device mechanical or interface malfunction consistent with a nonresponsive touchscreen, leading to replacement of the affected pump. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen assembly.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."